Manufacturer narrative:
The distributor performed a checkout of the equipment and a review of the logs. The display unit cable was reset and software was reloaded. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was going into a system reset. There was no report of patient involvement.